Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to gap between cable unit, metal part is exposed, and watertightness is lost. In addition, based on the results of the investigation disconnection in camera unit is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited disconnection in camera unit, loss of water tightness, and metal part exposed due to gap between cable unit. There was no patient involvement.